Event description:
It was reported that an occlusion alert occurred on an ilet insulin delivery system associated with visible crystal formation in the infusion tubing, resulting in hyperglycemia with a highest reported blood glucose of 265 mg/dl for a few hours; the infusion set was replaced and glucose began to decline. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included customer troubleshooting and education regarding insulin occlusion and contacting a healthcare professional or pharmacy about potential insulin crystallization. Investigation of this case revealed an occlusion alarm with unclear root cause for the hyperglycemia. It was concluded that the cause of the hyperglycemia was unclear and that the device itself does not cause insulin to crystallize. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.